Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a bent micro switch and was leaking from the block assembly. The float switch was also taped shut. The reported issue was confirmed during functional testing, when the device pump and no disposable alarm functioned intermittently. The issue was traced to the warmer microswitch, which was determined to be damaged. However, no root cause could be established for the condition of the microswitch. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. The warmer microswitch and block assembly were replaced and preventative maintenance was performed.

Manufacturer narrative:
Date of event and operator of device: operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the devices disposable cassette sensor was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.